Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: device report from synthes reports an event in japan as follows: the reporter's statement: " not just removed, l3 right and left screws " no further information is available on how many screws were exactly removed in l3 left and right.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown matrix locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to loosening of an unknown screws causing the back out of the l3 vertebrae in the range of 5mm-10mm. The loosening of the screws was discovered as the patient was complaining of pain. Although the patient's subcutaneous condition was contained, the implant was projecting, so the patient could not sleep in the supine position and was removed because it would cause pain and pressure sore. The surgeon commented that the reason of screw loosening was seemed to be due to the bone quality. The surgery was finished without any other problem although it was not reported how the surgery was completed. The implants were successfully explanted as per patient's request. There was less than thirty (30) minutes of surgical delay but no adverse consequence to the patient reported. This report captures the post-op event where an unknown matrix screws were found to be loosened while related complaint (B)(4) captures intra-op event where the screwdriver shaft stardrive tip broke off. Concomitant medical devices : concomitant device reported: rods (part# unknown, lot# unknown, quantity unknown); polyaxial head screws (part# unknown, lot# unknown, quantity unknown); locking cap (part# unknown, lot# unknown, quantity unknown) this report is for an unknown quantity of unknown locking matrix screws. This is report 1 of 1 for complaint (B)(4).